Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with vaginal hysterectomy. It was reported that following insertion the patient experienced pain, erosion, bleeding and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2002 for erosion of mesh into the vagina through the vaginal mucosa. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. On (B)(6) 2002 the patient underwent closure of eroded vaginal sling due to eroded vaginal sling. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient along with concurrent cystoscopy and bilateral uretal catheterization due to sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). : it was reported that patient underwent closure of erosion on (B)(6) 2002 due to erosion of mesh into vagina and underwent excision of sling and closure of vaginal mucosa on (B)(6) 2002 due to eroded vaginal sling. No additional information was provided.